Manufacturer narrative:
An investigation was made regarding your complaint. The product was released accomplishing all quality standards based on statistical sampling. The defective condition was not confirmed as no samples were received for evaluation. However to address this complaint with tip detachment a corrective and preventative action at the manufacturing facility was initiated on 12/05/2005. After a root cause analysis was performed, corrections were implemented to include: 100% process pull testing of tip, modifications t timer sockets, specific prevenatative maintenance activities on the solvent dispenser and operator training. Based on the findings of this investigation and the actions implemented, this incident. If samples are received an investigation will be re-opened.

Event description:
It was reported that a customer had a problem with the yankauer suction catheter. The customer alleges "the tip on the yankauer suction handle is coming off during surgery. It has fallen into the patient's chest cavity but was recovered."